Manufacturer narrative:
The calibration, qc, pre-analytical data and alarm trace were requested but not provided. The field service engineer (fse) found that the vacuum nozzle for the ise 2 was not fully evacuating liquid from the ise vessel. He then adjusted the vacuum nozzle. He performed mechanical checks with satisfactory results. The customer performed calibration and qc with satisfactory results. A 21-cup precision test was performed with satisfactory results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on a cobas 8000 cobas ise module. The reporter stated that the issue was noted in the ion-selective electrode (ise) 2 of the module. The initial result was reported outside of the laboratory and was questioned by the doctor. On (B)(6) 2022, the initial result was 156 mmol/l. On (B)(6) 2022, the repeat result was 138 mmol/l. The repeat result was deemed correct. The electrode lot number and the expiration date were requested but not provided.